Event description:
It was reported that inspiratory pipe was contaminated with saline solution and caused a blockage. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the issue. It was found out that during cleaning of the ventilator (by hospital staff), a kind of saline liquid found its way to the inspiratory pipe and caused a blockage. No logs were provided and no parts replaced in the system. The problem was solved by cleaning the inspiratory pipe.